Event description:
The customer reported the system alarmed and rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the image processing computer circuit boards. The system operates as intended.